Manufacturer narrative:
Findings: unit received with currents in spec. No blank display. Lcd board ok. Unit passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. Unit not missing segment partial display anomaly noted. No alarm anomaly noted. No unexpected loud noise sound noted. No vibrator alarm due to broken vibrator wire (r). Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mother reported via phone call that the insulin pump had a blank and partial display. The customer¿s mother stated blood glucose level was 438 mg/dl at the time of the incident which they treated with manual injections. Customer mother stated the pump issue began with pump alarming two different error alarms, they called again with the same error alarms and the screen freezing which they replaced the battery for and screen went blank. Which they did an alarm rest for which cleared the alarms. The self-test passed and had to monitor the pump. Customer mother called again about the same issue of screen going blank and turning back on with partial display. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.